Event description:
It was reported via a trial that 18-days post an uneventful right internal carotid artery stenting procedure the patient was re-hospitalized and experienced a non-fatal stroke. It was noted the patient has new onset right-sided weakness and slurred speech that is improving. The patient was given 20 meq's of potassium chloride (kcl); the patient was stronger and had no further slurred speech or headache. The patient was able to stand; the weakness had resolved. The patient was afebrile. At discharge (B)(6) 2011, the patient was allowed discharge home in an improved and stable condition. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of cerebrovascular accident is listed in the product instruction for use as a known potential adverse effect associated with the use of the product. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.